Event description:
It was reported that fibers from or towels fell into patient's eyes during cataract procedures.

Manufacturer narrative:
It was reported that within a 14 to 20 day window, a surgeon who performed cataract procedures, saw patients for their post op visits who had issues related to blue fibers found in their eyes. Two patients were taken back to surgery to have the fibers removed. The facility began an internal investigation to try to determine what the fibers were. They determined the flecks most likely were from the blue or towels. The fibers removed from the eyes were never tested or analysed. It was reported that all patients are doing well. The towels included in this custom ophthalmic pack are not lint free towels. These are the same towels used by the facility, in these packs for the past year. There has been no change to the towels. The facility has since changed to another pack. No samples were returned for evaluation and no root cause was identified. Due to the adverse event reported, this report is being filed.